Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and non-malignant pain. It was reported that the patient noticed their device was at eos (end of service) yesterday ((B)(6) 2019). It was reviewed that the eos meant the device was off/disabled and no longer provided therapy. The patient also reported that their battery hadn't been doing the greatest over the last few months. The patient stated that their legs and back were hurting and they were cramping up. The patient noticed the return of symptoms the other day in 2019 (noted to have occurred prior to the eos). The patient stated that they noticed their stimulation would come on for a few minutes and then it would kick off. The patient stated that they would turn it back on again and it would just kick off again. The patient was redirected to follow-up with their healthcare provider (hcp) to discuss their issues. These issues began last month in (B)(6) 2019. No further complications were reported/anticipated.